Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2022 product type catheter . Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-dec-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump. The pump was used to deliver compounded baclofen, unknown morphine, bupivacaine, fentanyl, and clonidine. The concentration and dose information could not be obtained, as they were not documented. It was reported that the patient experienced a recent increase in and return of pain. The patient had followed up with the clinic, but no additional details regarding these follow-ups were reported. The patient had a fall in (B)(6) 2022 and an x-ray showed that the catheter was out of the intrathecal space. The patient requested that the catheter be placed back in the intrathecal space. The catheter was replaced on (B)(6) 2022. At the time of the report, the issue was resolved and the patient status was "alive-no injury". It was noted that the patient had a history of chronic pain. The patient's weight was asked but was unknown.

Manufacturer narrative:
H3: analysis of catheter (sn (B)(6) identified no anomalies related to the allegation. In-house finding identified a deformation in shape of the catheter body and a leak near the barb on the catheter to catheter connector pin during the in-line pressure leak test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.